Event description:
The customer reported customer is getting iris pot error. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep took off the collimator covers and removed the ohmed out the iris pot. He found that it was below 630 ohms. He loosened up the set screw to the potentiometer and adjusted it so that it reads 620-650 ohms. After getting that reading, he tightened the set screw and powered up the system. He did not receive the iris pot error message. The system is working as intended.